Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7072286.

Event description:
It was reported that the patient was experiencing inadequate coverage of pain areas. It was also reported that the patients lead had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned as they were discarded by the facility.